Event description:
It was reported to boston scientific corporation that while attempting to retrieve a sample with a radial jaw 3 pulmonary biopsy forceps device, the physician noticed that the jaw was bent. The device and the endoscope were removed together. The forceps were opened outside patient to retrieve sample and the device was straightened and removed from endoscope. Procedure completed with another of same radial jaw 3 pulmonary biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.